Event description:
The customer's father reported via phone call that they experienced hyperglycemia and the blood glucose value at the time of event was 500 mg/dl. Customer declined to troubleshooting. No further patient complications were reported. Inpen will not be return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.